Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 2 message on her one touch ultramini meter. A medical surveillance specialist (mss) contacted the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that on (B)(6) 2010 at 7:30am, the patient attempted to test and obtained an error 2 message. The patient denied taking any insulin since she did not know what her blood glucose reading was. She went outside to get the mail and immediately felt dizzy and passed out. Her neighbor found her 15 minutes later and the patient regained consciousness. The patient then tested her blood glucose on her freestyle meter and obtained a 0. The neighbor treated her with food (breakfast). The patient did not seek any further medical attention or contact her physician for assistance. The night before the patient had obtained a result of 93 mg/dl and felt that the reading was correct. The technique of applying blood on the test strip was correct. The patient was using the correct vial of test strips. Issue was resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that since she was unable to test her blood glucose on her ultramini meter, she passed out and her neighbor had to treat her with food/juice.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.